Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed vanc results is unknown. However, the pattern of imprecise results which was seen on two dimension vista instruments with the (B)(6) sample is highly suggestive of a serum sample integrity issue. There was indication of instrument malfunction. A sample has not been returned for siemens analysis. No further investigation is possible. The vanc flex reagent cartridge IFU states: complete clot formation should take place before centrifugation. Serum or plasma should be physically separated from cells as soon as possible with a maximum limit of two hours from the time of collection. Specimens should be free of particulate matter.

Event description:
Falsely depressed vancomycin (vanc) results were obtained on imprecise replicates of a patient sample run on the dimension vista instrument. The depressed replicate results were not reported to the physician. The higher results were confirmed on a redrawn sample the next day. Patient treatment was not altered or prescribed on the basis of the falsely depressed vanc results. There was no report of adverse health consequences as a result of the falsely depressed results.